Manufacturer narrative:
Evaluation summary: the lcsc5ha device was received in good condition. No visible damage was noted. The device was tested with the generator was found to have intermittent activation. No error codes were noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that laprascopic sigmoid resection procedure, the device would not past the testing phase. They opened another one to continue the case. No known consequence to the pt.